Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #(B)(4): part # kpt1502 lot # 228816092 visual and functional inspection revealed the balloon has been punctured. The damage is a slice in the upper portion of the balloon. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3 lumbar lamin oplasty for an indication of primary osteoporosis (compression fracture). It was reported that during the initial insertion, the balloon was ruptured while expanding. After flushing with saline, it was confirmed that no fragments remained inside the body. A new kit was opened, and expansion was performed again, successfully completing the operation. There was a delay of less than 60 mins reported. There was no patient symptom reported. There were no further complications reported regarding the event.